Event description:
It was reported that a patient with a ventricular assist device presented to the emergency department with new shortness of breath, arm pain, and a sensation of pressure, along with diminished or absent doppler signal. The patient was found to have a subtherapeutic international normalized (inr) ratio of 1.1. The patient had recently been bridged, but it was unclear if anticoagulant therapy was continued during the bridging period. Logfiles indicated a controller power up due to an accidental double disconnect, and proper power source connections were reinforced with the patient. The vad and controller remain in use.

Manufacturer narrative:
Additional products: d1: heartware ventricular assist system ¿ controller d4: model #: 1420 / catalog #: 1420 / expiration date: unk / serial #:(B)(6)/ UDI #:(B)(4), d9: no h4: mfg date: unk h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated b5. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient felt better once the speed was adjusted higher.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) and one controller ((B)(6)) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed thirteen (13) high watt alarms were logged on (B)(6) 2025 between 11:32:19 and 14:51:29. Of note, the high watt alarm threshold was changed from 6.0 watts to 7.0 watts on (B)(6) 2025 at 14:51:34. Log file analysis revealed a controller power up event, with an associated motor start event, logged on (B)(6) 2025 at 12:53:51, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) and that a power adapter was connected to power port two (2). The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and that (B)(6) was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for seven (7) seconds. As a result, the reported event was confirmed. The most likely root cause of the loss of power event can be attributed to the double disconnection of power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on the limited information available, the device may have caused or contributed to the reported event. Based on the risk documentation and available information, possible causes of the observed high watt alarm may be attributed to multiple factors including but not limited to external factors such as an inappropriate pump rotational speed, an incorrect setting of alarm threshold, and/or patient related factors. Per the instructions for use, respiratory dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative cour se. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: controller - (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.